Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during setup, the blood outlet port on the oxygenator was damaged. There was no pt involvement as this occurred during setup. Product was not used. Surgery was completed successfully.

Manufacturer narrative:
Upon evaluation of the device, the complaint was confirmed as a visual inspection confirmed that the blood outlet port was damaged. A review of the device history record revealed no production-related anomalies. A retention sample from the same lot and product code was visually inspected, and no anomalies were noted. The damage to the blood outlet port was replicated by applying a blunt force to the port creating an outward dent comparable to the returned sample. The damage may have occurred prior to having the blood outlet port cap installed or post manufacturing after the unit was unpacked. Reference evaluation codes: (B)(4). All available info has been placed on file in quality management for appropriate tracking, trending and follow up.